Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
It was reported that it turned hot and the patient was burned. (B)(4). Additional information was requested but was not available at the date of this report.